Event description:
The rptr stated that they did meter to hcp meter comparison tests. Rptr's am fasting test was 265 mg/dl. Rptr went to a dr's appointment approx one hour later, and the hcp meter (type unknown) result was 164 mg/dl. Rptr did not have any symptoms. A control solution test was out of range, but the rptr did not have actual numbers. Rptr checks the confirmation dot for enough blood. No harm was alleged.